Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, very late stent thrombosis and myocardial infarction occurred. Target lesion location and lesion characteristics were not provided. Previously the patient underwent a stenting procedure with an unspecified taxus express2 stent. At some point post-procedure, the patient experienced myocardial infarction and very late stent thrombosis was observed. No further information was provided.